Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited an unspecified out of range pacing impedance measurement resulting in activiation of the lead safety switch (lss) feature. The specific impedance measurements were unable to be determined as they were displayed as nr upon review of device memory. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.